Manufacturer narrative:
(B)(6). Patient¿s identifier is unknown. Date of postoperative plate breakage is unknown. This report is for one (1) unknown 4.5 mm curved condylar plate. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Original implant date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 4.5 mm curved condylar plate broke post operatively. It is unknown how breakage was identified. Date of original procedure is unknown. Revision procedure (open reduction of internal fixation of distal femur) was performed on (B)(6) 2018 to explant a broken plate and intact screws (4.5 mm cortical screws (unknown qty) and 5.0 mm locking screws (unknown qty) and same kind of plate was implanted. No delay in procedure and procedure completed successfully and patient is reported as stable. Concomitant devices reported: 4.5 mm cortical screws (part # unknown, lot # unknown, quantity - unknown), 5.0 mm locking screws (part # unknown, lot # unknown, quantity - unknown). This report is for one (1) unknown 4.5 mm curved condylar plate. This is report 1 of 1 for (B)(4).